Event description:
It was reported that the device air detector was loose, and the downstream occlusion (dso) seal was damaged. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device air detector was loose, and the downstream occlusion (dso) was damaged¿ was confirmed. During visual inspection the dso seal was detached on the long side and bubbled, also the air in line detector (aild) was detached. The probable cause was dso seal degraded due to use, aild detached due to manipulation. The dso seal was replaced and reattached the aild. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.